Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string broke with two tampons upon removal. She stated tampons have been removed. She also stated string was missing while inserting the tampon and had to wait for the tampon to fall apart in order to remove.